Manufacturer narrative:
During an insulin self-injection, the patient felt unbearable pain and observed redness at the injection site. After pulling out the needle, it was found that the needle was slightly bent. The patient was given disinfection treatment immediately afterwards and a new needle was used to complete the injection with no issues.the review of manufacturing history showed no abnormalities or deviations from the validated manufacturing process including the 100% in-process control for needle tip to cannula check prior to fitting of the protective cap. No error can be found.

Event description:
During an insulin self-injection, the patient felt unbearable pain and observed redness at the injection site. After pulling out the needle, it was found that the needle was slightly bent. The patient was given disinfection treatment immediately afterwards and new needle was used to complete the injection with no issues.